Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed in which fluid was observed inside the bag. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found from an unspecified location during use of a 500ml intravia container. This was discovered during storage, prior to patient use. The bag contained blinatumomab and was attached to a primed non-baxter administration set with an in-line filter; the product was placed in a ziplock bag and stored in a hard sided bin in the fridge. The pharmacist inspected the dose and there was no evidence of leakage found. The nurse found fluid inside the ziplock bag the following day. A new dose was prepared using a new bag. There was no patient involvement. No additional information is available.